Event description:
Terumo received the following information: it was reported that after removing the box, the sterile packaging bag was found torn. The event occurred pre-treatment; therefore, no patient was involved or harmed.

Manufacturer narrative:
A1: patient identifier: no patient involvement a2: age & date of birth: no patient involvement a3a: patient sex: no patient involvement a4: weight: no patient involvement a5: ethnicity: no patient involvementa6: race: no patient involvementd6a: implanted date: device was not implantedd6b: explanted date: device was not explantede1: initial reporter name: unknown e1: phone number: unknowne3: occupation: technologistg4: 510(k) no.: k130520the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted.confirmation of the provided image: -it was found that the package had been damaged. -the damaged section was near the position of oxygenator. However, it was not possible to clarify exactly which part of the product came into contact with the package and caused the damage.the manufacturing record and the shipping inspection record of the actual device: no anomaly was found.past complaint file of the involved product code and lot: no other similar complaint was found.based on the investigation result, no anomaly was found in the manufacturing records.as a possible cause of this case, it was likely that during the time the visual inspection was performed after the packaging process and the time the package of actual device was opened, excessive force was applied to it, causing the package to tear at the section where it was in contact with the sterilization package. However, it was not possible to clarify exactly when the force applied and the cause of occurrence.relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off."terumo medical corporation (tmc) (importer) registration no. (B)(4)